Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was not reported whether the patient was hospitalized prior to death. It was reported an autopsy was not performed and a death certificate was not available. It was not reported whether dianeal and extraneal therapy were ongoing until the time of death. No additional information is available.